Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that lines were visible on the display screen. Vertical white lines were allegedly visible in the middle of the screen, and horizontal colored lines went across the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.